Event description:
Caller reported a malfunction alarm on the pump, identified with malfunction code malf 12. There was no notable event preceding the malfunction, and the customer's blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact to the customer¿s blood glucose level. The customer decided to continue using the current pump after performing a reset and opted not to pursue an out-of-warranty loaner pump. Technical support planned to replace the pump to resolve the issue.